Event description:
A packaging issue was reported. It was stated that the components were not packaged properly. During surgery when they went to use the catheter about 4cm of catheter was sticking out of the sealed packaging; "it popped out of the inner plastic tray when package was peeled back to open". The catheter was not used.

Manufacturer narrative:
(B)(4), sterile tray was received for analysis with the outer lid (tyvek seal with label) peeled back. As received, the catheter was out of place and protruding from the inner lid and outer inner tray in two different areas. Per the labeling its recommended not using the product in situations such as what occurred and it was also indicated the inner lid should properly hold the catheter in place in its inner tray. Analysis concluded this to be manufacturing or shipping issue associated with device, inner tray did not properly hold components in place. (B)(4).